Event description:
It was reported that the right ventricular (rv) lead had failure to capture and it was questioned if the lead was broken. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and had blood which was not obstructed. The distal connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached. The visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned has been damaged. Visual inspection found the helix and the is-1 pin distorted bent/extrinsic, and these damages have been caused at the explant. The outer insulation breached was found at distance 25cm. According to the amount of blood ingress along it length, the breached insulation appear to has been caused at the implant. Electrical resistance and cross continuity test results were within specifications. (B)(4).